Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had ¿been unable to recharge¿ their implantable neurostimulator (ins) for three weeks at the time of report. There were no symptoms reported and the event¿s outcome was unknown. There were no further event details reported; no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.